Event description:
It was reported that during implant,the right ventricular lead exhibited a loss of capture and low impedance. The ventricular polarity was changed to the unipolar configuration and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.